Event description:
It was reported that battery life depleted rapidly. No information was available regarding impact to the customer¿s blood glucose level. Customer declined follow up with technical support, serial number was not confirmed, and technical support was unable to confirm the reported battery issue while customer proceeded with process for new tandem device after warranty expiration.